Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific crm received information that during a routine device replacement procedure, this implantable right ventricular lead displayed increased threshold measurements and sensing was weaker. A synchronous shock was initiated; acceptable impedance measurements were obtained. The pace/sense portion of this lead was deactivated; a new pace/sense lead was implanted. Years later, the entire lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was performed. The complete lead was returned in two segments. The insulation was torn and twisted and the coils were stretched. This damage was induced during the explant procedure. Both segments of the lead passed testing which verified the electrical continuity of the lead. Calcified body fluid was noted on the electrode tip. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.